Event description:
It was reported a clearlink system continu-flo solution set leaked. The line had been primed with saline. The nurse hung 500mg trodelvy on the IV pole and started to put the drug on an unspecified pump when droplets were observed from the luer valve below the roller clamp. The trodelvy had not been running yet. The tubing was exchanged. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot #: the lot number was reported as "unknown but limited to r22c17055 or r22h01017". Initial reporter address: (B)(6). Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h4, h6 and h10 h4: lot number r22c17055 was manufactured on 18mar202 and lot number r22h01017 was manufactured on 03aug2022. H10: a batch review was conducted on the two potential lot numbers, and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.